Manufacturer narrative:
As reported, during the use of an optifix at fixation device, the first fastener deployed backwards, head first. The subject device was returned for evaluation. There were eleven (11) remaining fasteners on the guide wire of the returned sample and all were noted to be in correct orientation. There were no manufacturing anomalies noted during the sample evaluation. The reported condition of a backwards fastener would be detected along multiple steps in the manufacturing process and would likely result in a reject. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. Based on the sample evaluation and investigation activities performed, no conclusion can be made; root cause cannot be determined. The precautions section of the instructions-for-use supplied with the device states " if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient."

Event description:
It was reported that during the use of an optifix at 30 fixation system on (B)(6) 2020, the first fastener deployed in a backward position in which the head of the fastener came out of the cannula first. There was no reported patient injury.